Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that during the procedure the supra renal stent would not open when the physician rotated the back end wheel. It was also reported there was blood coming out of the back end wheel and difficulty was encountered when trying to retrieve the tip capture. An aortic balloon was inflated several times inside the supra renal fixation zones and the supra renal stent finally deployed and the delivery system retrieved. The physician reported the cause of the event to be device related and commented that the hooks appeared to be on top of one another and therefore could not deploy properly. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the reason difficulty was encountered when trying to retrieve the tip capture was due to the fact that suprarenal fixation hooks were on top one another. The shaft of the system could not go back through the undeployed hooks. After a balloon was inflated in the hooks they deployed and the tip capture could finally be retrieved into the shaft. Film evaluation summary; the exact cause of the event could not be determined. Angiograms showing excerpts from an implant were returned; however, films during stent graft positioning, deployment, tip release and removal of the d-s were not seen in the returned films. Analysis of the returned films did not reveal any stent graft characteristics that could explain the inability of the suprarenal stents to be released. Other than the observed irregular thrombus seen within the neck, it is possible that other unknown anatomical variants may have contributed. While it is possible that the suprarenal stents were entangled; ballooning within these stents would not have likely resolved any entanglement, and the stents were most likely constrained by some other means. The cause of the report of blood coming out of the back end wheel when trying to capture the tip also could not be determined from the films provided. Device evaluation summary; the graft cover was kinked 5.2cm and 16.3cm proximal to the tip. The two kinks on the spindle tubing assembly lined up with the location of the kinks on the graft cover. Blood was observed on the rear handle. There was no anomaly observed to the device spindle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.